Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device had intermittent button response on the act button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer¿s supplies were missing due to the hurricane, therefore he could not find his inserter. The caller said that the dog ripped his infusion set out of his side and he had to go to the hospital because his blood glucose was 503 mg/dl. The caller stated that the hospitalization was caused by the set being ripped out and them not being able to insert another one manually. They visited the hospital for treatment. The insulin pump and infusion set will not be returning for analysis.